Event description:
First actuation from oxygen tank and conserving device burned and had a distinct smell to it. Tried to set up alternate, but had no time. Took a second breath and the same thing happened. Body started to shut down and I made it to my phone to call 911. Response was acute. I don't remember much else. (B)(6).